Manufacturer narrative:
(B)(4). One j tube return sample was received at abbvie for examination. The sample was visually inspected and no knot/kink in the j-tube was observed. Knotted tube is a known complication of use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. A follow up report will be submitted upon completion of investigation or if any additional information is received.

Event description:
On an unknown date, patient in greece underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Repot stated there was high pressure alarm on the pump and tubing was occluded. An abdominal x-ray and a gastroscopy were performed and showed knot at the end of the j and at its first part within the stomach. The j tube was replaced.